Event description:
It was reported that patient presented to clinic after episodes of non-sustained vf due to lead noise were noted on merlin.net transmission. Patient was asymptomatic. No lead measurement anomalies were detected in-clinic. Programming changes were recommended. Patient will be monitored with routine follow up.